Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On the same day, it was reported that the patient experienced inaccurate cgm values and sensor wire not in the skin during a sensor session. The event occurred the day of sensor insertion in the arm. The patient did not feel well and was vomiting. He also utilized a tandem insulin pump. The cgm value was low but a bg finger stick value was 700 mg/dl. His spouse called emergency medical service (ems). After arrival, paramedics removed the sensor and confirmed that the sensor wire was not inserted in the skin. The patient was treated with insulin (humalog 6 units) and IV fluids. The patient¿s bg level improved and he was okay. He did not go to the hospital and recovered at home. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.